Manufacturer narrative:
Correction on follow-up(1) h.10: the customer¿s report of ¿backflow¿ secondary fluid backing up into the primary bag was confirmed.

Event description:
It was reported that 1,000ml of ringers lactate solution was running at 200ml/hr as primary infusion. A potassium chloride 10mmol/100ml "minibag" was set-up to run over an hour as secondary infusion. The nurse left briefly and came back to the room and found that the infusion was dripping very quickly (appeared to be wide open) and that three fourths of the minibag was gone. The nurse stopped the infusion, confirmed the appropriate set-up with another nurse, and reported the event. There was no patient harm as a result of this event. It was noted that a non-bd investigation lead the reporter to believe that the event was due to a faulty backflow check valve.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer's policy, no patient information will be provided. Occupation: respiratory therapist, clinical practice leader.

Event description:
It was reported that 1,000ml of ringers lactate solution was running at 200ml/hr as primary infusion. A potassium chloride 10mmol/100ml "minibag" was set-up to run over an hour as secondary infusion. The nurse left briefly and came back to the room and found that the infusion was dripping very quickly (appeared to be wide open) and that three fourths of the minibag was gone. The nurse stopped the infusion, confirmed the appropriate set-up with another nurse, and reported the event. There was no patient harm. It was noted that a non-bd investigation lead the reporter to believe that the event was due to a faulty backflow check valve.

Event description:
It was reported that 1,000ml of ringers lactate solution was running at 200ml/hr as primary infusion. A potassium chloride 10mmol/100ml "minibag" was set-up to run over an hour as secondary infusion. The nurse left briefly and came back to the room and found that the infusion was dripping very quickly (appeared to be wide open) and that three fourths of the minibag was gone. The nurse stopped the infusion, confirmed the appropriate set-up with another nurse, and reported the event. There was no patient harm as a result of this event. It was noted that a non-bd investigation lead the reporter to believe that the event was due to a faulty backflow check valve.

Manufacturer narrative:
The customer¿s report of ¿backflow¿ secondary fluid backing up into the primary bag was not confirmed. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly and the silicone membrane was centered. Functional testing resulted in fluid and air bubbles were immediately noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve found that the check valve disc was being pinched within the housing. The root cause of the customer¿s report of ¿backflow¿ secondary back flowed into primary bag was caused by the check valve disc being pinched which is a supplier-related issue. A pinch disc would lead to a failure of the check valve.